Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were boluses missing from the pump histories. Reportedly, the patient¿s healthcare provider insisted that the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories indicated that the last bolus delivery occurred on (B)(4) 2014 at 10:31 pm. A review of the pump histories did not find any activity outside normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours on a 1unit per hour basal rate and correctly reflected 24 units at the completion of the test. Advanced boluses were programmed and delivered and were accurately recorded in the bolus history. The keypad was undamaged and fully responsive; no hypersensitivity was observed to the keypad buttons. The complaint could not be confirmed or duplicated on investigation.